Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting an (B)(6) female pt to report that the pt's electrode belt was damaged. The pt was issued a replacement electrode belt.